Manufacturer narrative:
Patient's date of birth unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable. Manufacturer has been informed that this device will be returned for evaluation but has not been received at this time. Due to covid-19 crisis, the device return may be significantly delayed.

Event description:
A coronary vascular intervention procedure commenced to treat in stent restenosis (isr) within the patient's proximal circumflex artery. The physician chose a 1.7f spectranetics elca coronary atherectomy catheter to treat the patient. During the procedure, the device's distal marker band detached within the coronary artery. The physician was able to inflate a balloon, retrieved the marker band and removed it from the body. There was no harm reported to the patient. The manufacturer has been informed the device is being returned for evaluation; however it has not been received at this time. Due to covid-19 crisis, the device return may be significantly delayed.

Manufacturer narrative:
D10): device returned to manufacturer on 29 june 2020. H3): device returned to manufacturer and device evaluation completed. H6): method, results and conclusions codes populated after device evaluation completed. Device evaluation: the device was returned on 29 june 2020 and evaluated on 02 july 2020 with a cross functional team. The balloon that was used to retrieve the marker band was also returned with the marker band still attached to the balloon. During visual inspection, the team observed scratches and marks on the marker band. The team also confirmed the band had broken horizontally. The break had allowed the band to slide off the tip of the catheter and was the cause of the experienced failure. During visual inspection of the device, there was no damage identified except fibers were slightly protruding from the tip. Follow up from information from the philips representative explained that the physician may have been lasing in the presence of contrast during the case. In the spectranetics instructions for use (IFU) for the elca device, 12.2, 8.b., it states: "flush all residual contrast media from the lasing site and vascular structures adjacent tot he lasing site, prior to activating the cvx-300 laser system."